Event description:
The iab was inserted via the right femoral artery using an introducer sheath. Fifteen minutes later, the iab was removed after the pump gave high pressure alarms. The iab was replaced and there were no pt complications.